Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-01141, 1627487-2023-00826. It was reported that the patient's system was autoreducing due to high impedances on both leads. It was also noted that the patient was experiencing a burning sensation at the ipg site. As a result, the patient underwent surgical intervention on 2 february 2023 during which the ipg and one lead was explanted and replaced, and the other lead was repositioned. All issues were resolved post-operatively.